Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the device does not work. There was no report of patient involvement.